Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: the distributor (B)(4), during incoming inspection, reports a pin hole on the package. The distributor ((B)(4) distributor) reports a total of 37 packages with the alleged defect of pinhole.